Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For two sets of readings, the inratio values were outside the confidence limits for inr testing. Products will be tested when returned.